Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed through clinician review of the provided x-ray and through material analysis of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 04 march 2021. This inspection indicated: the stem was returned in the fractured condition. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. A material analysis has been performed. The report concluded: plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The fracture morphology was consistent with a fatigue fracture. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing (an astm f1586 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined -clinician review: a review of the provided medical records by a clinical consultant indicated: this pi from canada and represents a patient dob 3/13/65 described as 71 inches tall and weighing 140 kg. The date of implantation is listed as 8/25/14. The event description states:¿ ...pain in the left hip ... X-rays showed a stem fracture ... Revised successfully to a restoration modular stem. Undated x-ray ap right hip. - side not labeled: hybrid reduced tha with transverse fracture of femoral stem at junction of middle and distal thirds with loose proximal stem fragment displaced into varus in cement mantle. No clinical or pmh, no patient¿s gender, no operative reports or date of revision surgery, no dated serial x-rays, no examination of explanted components. While the x-ray confirms a fractured femoral stem, the left side as noted in the event description is not confirmed and insufficient data is presented to create a medical report for this case. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis performed on the returned device concluded: plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The fracture morphology was consistent with a fatigue fracture. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing (an astm f1586 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records by a clinical consultant indicated: while the x-ray confirms a fractured femoral stem, the left side as noted in the event description is not confirmed and insufficient data is presented to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history, operative reports and dated serial x-rays are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient felt a crack and presented with pain in their left hip. X-rays showed a stem fracture and the stem was revised successfully to a restoration modular stem.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient felt a crack and presented with pain in their left hip. X-rays showed a stem fracture and the stem was revised successfully to a restoration modular stem.